Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a heavily calcified and tortuous lesion in the left circumflex. The 2.50x18mm rx multilink 8 stent delivery system (sds) was advanced however failed to cross the lesion due to the anatomy and the proximal shaft kinked. While withdrawing the sds outside the patient anatomy the shaft separated. The separated portion was simply withdrawn. The lesion was pre-dilated again and a new multilink 8 was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely the device interacted with the heavily calcified, heavily tortuous, 80% stenosed lesion during advancement, causing the reported failure to advance and deformation due to compressive stress (kinked proximal shaft). Further interaction with the challenging anatomy during retraction of the device likely contributed to the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.